Event description:
The patient reported and elevated blood glucose reading of 427 mg/dl with her normal range being 89-115 mg/dl. The patient stated her insulin infusion set tubing was completely separated from the luer lock. She stated she corrected her reading by changing her infusion set and giving herself boluses of insulin by injection and through her infusion device [competitor product]. She stated the tubing had been in use for less than 10 hours when this incident occurred. The patient stated she was not aware of the infusion set recall. Company records indicate recall information was delivered on 04/05/06. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.